Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the ipp tubing was noted to be twisted. The physician trimmed the tubing and the existing ipp system was then reconnected and found to be functional. No components were replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, inadvertent/unintentional interaction was the most probable cause of the reported allegations of the tubing being too long and getting kinked. This interaction was also deemed the most probable cause of the mechanical and inflation issues reported. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the ipp tubing was noted to be twisted. The physician trimmed the tubing and the existing ipp system was then reconnected and found to be functional. No components were replaced. No patient complications were reported.